Manufacturer narrative:
H3: additional analysis determined that there was no prescription table corruption. Residue/corrosion was found on the hybrid which could have caused a reset/short when the residue was in liquid form, however confirmation of this was not possible as the residue was dried at the time of analysis. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the healthcare provider via the device manufacturer representative indicated that it was a samsung tablet that was used during the attempt to update the pump. The software version of the application and the cause of the pump not being able to be updated was unknown. The pump was able to be successfully updated by using a 8840 programmer. The cause of the pump reset, safe state, and pump memory error were unknown. It was noted that the device was explanted and would be returned for analysis. No further complications have been reported.

Manufacturer narrative:
Continuation of d11: product ID: a820, product type: software. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Section d refers to the main device, other components include: product ID neu_unknown_prog product type programmer, physician medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider and manufacturer's representative (rep) on 2020-may-15. It was reported that the patient was seen to have their pump programmed to off state. Upon interrogation, the pump was showing a reset, safe state, and pump memory error. The hcp attempted to update the pump to off state by entering the password 3543 but the pump update was unsuccessful and continued to show the same errors. The hcp attempted to program an infusion rate just to see if it would update the pump, but this troubleshooting was unsuccessful and the same errors were showing. The rep reported that there was an 8840 physician programmer near the clinic that they could use along with their tablet to interact with the pump and indicated that they would contact the clinic. The rep also noted that the patient was not going to have the pump replaced at this time due to the covid19 virus; they just wanted the pump turned off and the alarms to cease. No further complications were reported.

Manufacturer narrative:
H3: the pump was returned and analysis found prescription table corruption that caused the pump to reset in to safe mode at some point while implanted. However, no physical anomalies such as solder bump extrusions or shorts were observed. The cause of the safe state transition could not be determined. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacture representative reported the pump stalled for an hour on (B)(6)2019, stalled for 42 minutes on (B)(6)2019, and for about 5 hours and 10 minutes on (B)(6)2020. The patient had not heard the alarm at all and there were no symptoms reported. The patient also did not have a MRI recently.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from an hcp and a company rep. It was reported by the hcp that the pump was explanted yesterday, and they wanted an explant mailer kit to send the pump back for analysis. The rep also called on (B)(6) requesting a mailer kit for the hcp. They were told a kit was already ordered for the hcp.

Manufacturer narrative:
Continuation of d11: product ID a820 lot# serial# unknown implanted: explanted: (B)(6)product type software medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was 2,000 mcg/ml lioresal (baclofen) at 150 mcg/day. The reason for use was intractable spasticity. It was reported that a motor stall was seen at initial interrogation. The patient did not recently have an MRI. Pump status and/or event log report motor stall occurred and recovery. The patient was in for a routine check and the healthcare professional (hcp) noticed the patient had a 1 hour motor stall and recovery on (B)(6) 2019. The patient had no therapy issues and they denied electromagnetic interference (emi) or magnetic interaction. The hcp performed an alarm test to give the patient an opportunity to hear the alarms. The plans are to monitor the pump and patient. There were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep on 2019-sep-04. Regarding the cause of the stall, it was reported that, ¿no he didn¿t deny magnetic interference, he stated that he was unsure if there was anything of note in his brothers camping equipment.¿ there were no further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative on 2020-may-19. It was reported that the patient had been scheduled for a pump replacement on (B)(6) 2020. It was noted that the patient had been getting oral baclofen for "some time."